Event description:
During a coronary artery stenting treatment procedure balloon removal difficulties and a shaft break occurred. The target lesion was located in the moderately tortuous, mildly calcified 70% stenosed left anterior descending (lad). The lesion was predilated with a maverick balloon and a 2.75 x 32mm taxus express2 drug eluting stent was placed. During withdrawal resistance was felt and the shaft broke inside the patient's body. A maverick balloon was inflated in the guide catheter to hold the portion of the shaft that remained in the patient. The shaft and guide catheter were then removed as one unit. The final stent position was well positioned and well apposed. There were no reported patient complications. The patient's status is reported as `satisfactory/good.'